Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 195 mg/dl. The customer resumed insulin delivery and delivered a correction bolus to address the bg level. As the customer was not receiving the alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.